Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the air/water channel. Although the specific material could not be conclusively identified, it is most likely an infacol (simethicone) type product. Therefore, it is likely that the foreign material remained in the device due to a deviation from the instructions for use as nothing other than sterile water should be used for air/water feeding. It was further noted there was no damage to the area where the foreign material remained. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-290 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual includes the preventive measures in chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation I, the light cover glasses were chipped. The light cover glasses adhesive was worn. The optical cover glass adhesive was worn. The distal end cap was damaged. The distal end adhesive was worn. The insertion tube had minor marks. The color ring was worn. The switch button 1 had a hole. The light guide tube protectors were loose. The bending angle in up/down and left/right directions did not meet specification. The play of up/down and left/right knobs did not meet specification. The electrical safety test failed to meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of a customer, one of the joints of the evis lucera elite colonovideoscope popped out near the wheel. The event occurred during maintenance. The unspecified procedure was completed using the subject device. There was no report of patient harm. During incoming inspection, there was a white crystallized contamination which is believed to be an infacol (simethicone) type product within the air and water channels. The residual contamination was due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.